Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed and the cause is currently under investigation. The product returned for evaluation was 20ga x 0.75in powerloc max infusion set. . The returned product sample was evaluated and the following observations were made: the fracture surfaces of the damage contained striation-like patterns which were indicative of flexural fatigue based failures, which may have been a contributing factor to the extension tubing damage. Repetitive mechanical stresses such as twisting and kinking may have contributed to the observed event; however, it appeared that additional unidentified factors also contributed. The device is a supplied component and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported by the customer the tubing broke at the distal end near the clave where the soft tubing meets the hard plastic. There was no reported patient harm.

Event description:
It was reported by the customer the tubing broke at the distal end near the clave where the soft tubing meets the hard plastic. There was no reported patient harm.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.